Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, race- unk. Date of event- unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date, explant date- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon accidentally implanted an implantable collamer lens into the patient's eye upside down. Reportedly, the lens was immediately removed; due to corneal edema the doctor wants to wait to implant a replacement lens. Attempts to obtain additional information have not been successful.